Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer did not see drops of insulin coming out the end of the tubing during fill tubing. During troubleshooting, the customer found the luer lock was not tightened securely. After reconnecting the luer lock connection, the customer was able to see drops through the end of the tubing. There was no impact to the customer's blood glucose level.